Manufacturer narrative:
The meter was received for investigation, and it was found to be operating with the default configurations. The investigation determined that there was no product issue found. The issue resulted from the device operating in a default configuration state due to a configuration mistake or human error in the customer's data management system, causing it to revert to the default settings. Medwatch fields d9 and h3 have been updated.

Event description:
There was an allegation of a software malfunction of the accu-chek inform ii meter + rf. On (B)(6) 2025 the customer ran qc on the meter, changed the location of the meter and the meter was downloaded. The customer was unable to locate the meter within the facility and this was the last time the meter downloaded. On (B)(6) 2025, the customer deactivated the meter in the system. On (B)(6) 2025, 180 patient results were downloaded into the system with results from 02-feb-2025 to 15-sep-2025. 167 of the results were performed without qc being completed. The customer stated that their qc lockout is configured for every 24 hours. There were 55 unauthorized or expired operators who were able to use the meter within the time. The customer validates an operator list. There were 24 patient results without a patient ID, and were recorded as "none". After the meter download on 15-sep-2025, it is reported that the meter is working normally and is downloading to the system consistently. It was verified that there was no harm to any patients.

Manufacturer narrative:
Two of the accu-chek strip lots used were provided: 671438, 671252. The meter was requested for investigation; however, the product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.